Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: operative neurosurgery 20:164¿173, 2021; https://doi.org/10.1093/ons/opaa303.

Event description:
Title: anterior lumbar interbody fusion with cage retrieval for the treatment of pseudarthrosis after transforaminal lumbar interbody fusion: a single-institution case series the study's objective is to assess the safety and efficacy of anterior lumbar interbody fusion as a treatment for pseudarthrosis after transforaminal lumbar interbody fusion. From 2007 to 2016, 84 patients who underwent anterior lumbar interbody fusion and developed pseudoarthrosis were included in the study. There were 47 males and 37 females with a mean age of 59 years (range 31-79) and a mean bmi of 29.7 kg/m2 (range,18.0-43.2); 37 were obese. During the retroperitoneal exposure procedure, peritoneal tears are repaired with 3-0 vicryl sutures (ethicon). Mobilization of the iliac arteries and veins was performed. Middle sacral and iliolumbar veins, and lumbar segmental vessels were identified and ligated. Small veins are ligated with a competitor¿s weck clips (manufacturer: teleflex), while larger vessels were occluded with a non-ethicon 2-0 silk suture (manufacturer: unknown). Venous injuries are repaired with pledged 5-0 prolene sutures (ethicon). Bleeding from small venous branches can be addressed with competitor¿s weck clips (manufacturer: teleflex) or fibrin sealant. In most cases of transforaminal lumbar interbody fusion pseudarthrosis, the cage is loose and can be mobilized within the disc space. During cage removal, the cage was engaged using non-ethicon special instruments (manufacturer: unknown) that attach to a slap hammer. If a cerebrospinal fluid leak is identified, fibrin sealant (manufacturer: tisseel) can be injected prior to placement of the interbody implant. Reported complications included rectus hematoma (n=1) and wound infection (n=5). In conclusion, anterior lumbar interbody fusion is a safe and effective technique for the treatment of transforaminal lumbar interbody fusion cage pseudoarthrosis with a favorable risk profile.